Event description:
It was reported that the batteries showed signs of burning inside the blood glucose monitor. There was no damage to the blood glucose monitor itself, but the patient believes the device is the cause since the batteries were inserted 48 hours before the burn markings on the batteries were observed.